Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, damaged downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. No problem was found in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s occlusion membrane was compromised. The fault occurred during annual preventive maintenance. There was no patient involvement and no patient harm.